Event description:
The reporter stated that she had a meter result of 222mg/dl. The reading was inconsistent with reported symptoms of shaking, sweating, and face numbness. Pt did not have any control solution for testing. No harm alleged.